Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bilateral patient was revised due to loosening of the right femoral component. Patient had a tibial fracture (right side) under the tibia causing it to collapse. The patient's left knee was also revised to address knee pain.